Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and replaced fault temp probe on the compressor. All functional and safety test performed.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, e1 (initial reporter name and email).

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: e1 (initial re name, event site name).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed a ¿system over temperature¿ error. No patient was involved at the time of the event.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.